Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill was found during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter, "it is reported customer experienced under filling. Verbiage received, - "today I had a low draw failure on a ppt tube( 75% at 4c), I attached the spreadsheet and a snapshot of the data. I also had a fluoride tube that was cracked,but it somehow managed to draw. I will stop by with both tubes sometime today." 1 of 2 complaints.

Event description:
It was reported that underfill was found during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg. The following information was provided by the initial reporter, "it is reported customer experienced under filling. Verbiage received, - "today I had a low draw failure on a ppt tube( 75% at 4c), I attached the spreadsheet and a snapshot of the data. I also had a fluoride tube that was cracked,but it somehow managed to draw. I will stop by with both tubes sometime today." 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.